Event description:
It was reported that the programmer booted to a white screen and was difficult to open. The representative did try hibernation but without success and the caller did not have a service disk. It was noted that the issue seemed to be the display itself not illuminating characters. The programmer and radiofrequency (rf) head were returned to the manufacturer, analyzed and tested out of specification. There was no patient involvement indicated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the screen shows white because the low voltage differential signaling (lvds) to the screen connection was loose. It was also noted that the device was difficult to open and the power cord bay had damage on the door tab. (B)(4): analysis found that the head cable had ruptured insulation and the label was missing its backing.